Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation results: we received for investigation one celsite discreet str205f access port from batch l244137 with a 1,6cm long piece of catheter still connected to the exit cannula with a 27,2cm long catheter. Both pieces of catheter facies match together. Under binocular magnifier, we can see that a part of the rupture facies is clear, however its edges are worn. Dimensional measurements: we have measured the returned device in order to check its conformity to our specifications. All the characteristics conform to our specifications. X-ray pictures examination: on (B)(6) 2012= we received 2 x-ray pictures taken after during the implantation. We can see that the catheter has been implanted via the left axillary vein. The catheter is correctly connected, however it form an abrupt angle just after the exit cannula. On (B)(6) 2017= we received 3 x-ray pictures taken on the day the device failure was detected. On these x-ray pictures, we can see that a short piece of catheter and the connection ring are still on the exit cannula, the distal extremity has migrated to the heart. Conclusion: the observations made on the received elements of investigation allow us to say that the catheter is broken at the level where it formed an acute angle at the vein entrance. It seems that the stresses applied on the catheter during its 5 years of implantation have led to its rupture. The worn edges of the rupture facies allow us to hypothesis that the catheter was probably sutured at this level, which might have increased the catheter wear effect and contributed to its rupture. As the catheter rupture is not linked to a manufacturing defect, the complaint is considered as not confirmed. No corrective action is envisaged.

Event description:
Fracture of the catheter.